Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump power cycles when the battery was moved and it power cycles on its own improperly. There was no known patient injury or medical intervention associated with this event. No additional information is available.